Event description:
Hcp reports patient underwent device explanation in 2006 due to infection. The patient presented with red, swollen, painful wounds at the site of the ipg and exposed leads on the back. The ipg site was cultured, the entire device was explanted and the patient underwent antibiotic irrigation. The cultures came back with staph aureus growth. The patient outcome is pending. The device was explanted and returned to the manufacturer for analysis.